Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd phaseal optima injector (n40-o multi) had leakage issues. The following information was provided by the initial reporter: "nurse noticed drug on the floor and dripping from the tubing (alaris #11426964) towards the end of the infusion. Chemo was administered at approx 500 ml/ hr with an alaris pump. Customer felt that the leak occurred between the spin collar connection and the phaseal optima injector (product 515057), which had been attached in pharmacy."

Event description:
It was reported bd phaseal optima injector (n40-o multi) had leakage issues. The following information was provided by the initial reporter: "nurse noticed drug on the floor and dripping from the tubing (alaris #11426964) towards the end of the infusion. Chemo was administered at approx 500 ml/ hr with an alaris pump. Customer felt that the leak occurred between the spin collar connection and the phaseal optima injector (product 515057), which had been attached in pharmacy."

Manufacturer narrative:
H6: investigation summary: one photo received for investigation, showing one optima injector n40-0 connected to an IV tubing. A leak is noticed in the IV tubing, before the section that connect the luer lock part from the IV tubing and the luer thread from optima injector n40-o. No leak can be noticed between the luer thread from the optima injector n40-o and the luer part from the IV tubing. Since no physical sample was received, root cause of the event reported could not be confirmed. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Product undergoes a series of inspections throughout the manufacturing process to ensure the quality and functionality of the device, including flow rate verification. Complaints received for this defect and device will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see h10.